Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. 2 segments returned in the iol case - a part of the optic and one haptic. Solution is dried on the segments. Iol optic is torn/ split/cut/ scratched. We are unable to determine the root cause for the reported complaint "the iol scratch was found on the lens optic". The returned iol shows evidence of possible handling by the customer due to the presence of solution. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported a scratch was found on the intraocular lens optic so the iol was removed from the patient's eye.